Manufacturer narrative:
Additional information: service determined the source device was not affected by the bezel post recall.

Event description:
The device was damaged.

Manufacturer narrative:
There was no reported patient involvement. This device is used for therapeutic purposes. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Service determined the source device was not affected by the bezel post recall. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
It was determined the proximate cause of the bezel assembly replacement was the result of a cracked lower hinge. It was determined the proximate cause of the ail assembly replacement was the result of an electrical failure. It was determined the proximate cause of the male and female iui replacement was the result of corrosion/wear. It was determined the proximate cause of the rear case replacement is the result of damage/crack. It was determined the proximate cause of the membrane frame replacement is the result of discoloration.

Event description:
The device was damaged.